Event description:
It was reported that the patient had an infection at the ipg site. It was unknown as to what caused the infection. The physician believed that the infection was not procedure related. The patient was placed on antibiotics and underwent an ipg explant procedure. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. It was unknown as to what caused the infection. The physician believed that the infection was not procedure related. The patient was placed on antibiotics and underwent an ipg explant procedure. The explanted ipg was not returned as it was kept by the medical facility. Additional information was received that the lead was also explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7076441, UDI: (B)(4).